Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. The complainant was unable to report the upn and lot number, therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis, and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband super view super 7 device was used during an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the bander was used and it was noted that when post deployment of bands; one of the bands just rolled off the site. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.